Event description:
It was reported that the patient presented in the operating room for a procedure. It was noted that the right atrial lead could not be connected to the pacemaker. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two pieces. Analysis was normal. No anomalies were found.